Event description:
Information received indicates the technician found the bed had a high ground resistance reading.

Manufacturer narrative:
The technician isolated the issue to the power cord. He replaced the power cord to repair the bed.